Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the left master tool manipulator (mtm) #2 had error 23025 observed in logs and was disabled for a dual console system. Technical support engineer (tse) advised mtml2 on ssc2 is the source of the issue and offered power cycling system or surgeon moving to ssc1 which surgeon moved to ssc1 and proceeding with case. Field service engineer (fse) to follow up. The procedure was completed with no reported injury.

Manufacturer narrative:
The master tool manipulator (mtm) was installed on a functional test platform and failed the sine cycle test on axis 1. The axis 1 motor and motor cable were at fault. No visual issues were found during inspection. The 23075 error was found indicating a drifting fault.

Event description:
Refer to h11 for follow-up information.